Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp) unit auto fill failed . There was no patient involvement report.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found blood leak detector tube to be defective & leak found on this tube. The fse replaced the blood detect tubing and the issue was resolved. The unit was returned to the customer in good working conditions.